Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (4) loose 1cc syringes. Customer states that when removing the orange cap, the needle went into the cap. All returned syringes were examined and all were returned with a broken barrel with the top part of the barrel and cannula in the shield. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported during use the unspecified insulin syringe w/ needle had the hub separate from the device. This event occurred 4 times. The following information was provided by the initial reporter: the consumer stated she had four syringes that when removing the orange cap, the needle went into the cap.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the unspecified insulin syringe w/ needle had the hub separate from the device. This event occurred 4 times. The following information was provided by the initial reporter: the consumer stated she had four syringes that when removing the orange cap, the needle went into the cap.